Event description:
It was reported that pre-dilatation was performed in a long, heavily calcified lesion using a 5x150x135 armada balloon dilatation catheter, followed by deployment of two 6x100x135 absolute pro stents in the mid to distal left superficial femoral artery. Both stents were successfully post-dilated using the same armada. A third 6x100x135 absolute pro stent was implanted proximal to the two stents. While advancing the armada, resistance was felt between the armada and the third absolute stent, however, the armada crossed the stent and post-dilatation was performed. When the armada was withdrawn without resistance, the stent shifted proximally, leaving a 2-millimeter gap in the vessel between the second and third stent. The shifted third stent was reported to have possibly been malapposed to the vessel wall due to heavy lesion calcification and post-dilatation was, again, performed with the same armada without issue, fully apposing the stent to the vessel wall and completing the procedure. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 5x150x135 armada, stent: 6x100x135 absolute pro (2). (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro self expanding stent system instructions for use states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. Based on the reviewed information, no product deficiency was identified. The armada, referenced is being filed under a separate manufacturing report number.